Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user contacted support for assistance with changing supplies, resumed insulin therapy without issues, and subsequently experienced a low blood glucose event that reached 55 mg/dl, remained out of range for 45 minutes, and was accompanied by an ilet alert. Symptoms included feeling ¿high as a kite¿ and sweating, consistent with hypoglycemia. Outcomes included successful correction with oral glucose and no need for outside assistance or medical intervention. Investigation included troubleshooting and education with the user. Investigation of this case revealed no device malfunction and an unclear cause for the hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.